Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/09/2016, the reporter contacted animas, alleging a power (moisture ingress) issue; intermittent power with moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten. The current black box showed no evidence of an intermittent power event. Neither the battery cap nor the cartridge cap were returned. All testing was performed with test caps. The test battery cap was able to fully tighten. Evidence of moisture contamination was found behind the display lens. The pump powered on with the test caps to a dim discolored display. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and with a test batter cap and no reboot, loss of power, or call service alarms were duplicated. The intermittent power complaint was not duplicated during the investigation. A leak test was performed and failed due to leaks in the battery compartment and the pump cover. The pump case was removed to find moisture contamination inside the pump, on the transceiver board, watchdog processor, and on other associated printed circuit board components. Unrelated to the original complaint, the battery compartment was cracked in the thread area and below the grip pad. No evidence of moisture contamination was found inside the battery compartment. Additionally, the pump cover was cracked between the corner of the display lens and the case seal. The base of the pump was cracked between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.